Event description:
A malfunction alarm was reported, specifically alarm 20, during insulin pumping. The customer's blood glucose level was reported at 13 mmol/l, which is within the normal range. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy.